Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft system was implanted in a patient for the endovascular treatment of a 59 mm diameter thoracic aortic aneurysm. The patient's access vessel was 5-6 mm, with narrowing and severe calcification noted. It was reported that during the implant procedure, ballooning with a 6 mm pta balloon was performed from the left common iliac artery (cia) to external iliac artery (eia). The vnmc4343c218tj was then introduced, however, when it was advanced upwards from the eia to the cia the delivery system became stuck on calcification. The delivery system was then pushed up further, and damage to the vessel occurred. The vessel damage was treated surgically via an incision and suturing and the issue was resolved. A non-medtronic device was then implanted from the cia to the eia, and expanded by a 10 mm pta balloon. After this, the vnmc4343c218tj was successfully advanced up to the thorax. As per the physician, the cause of the event was related to the patient's anatomy, due to the narrow and calcified access vessel. No additional clinical sequelae were reported.